Manufacturer narrative:
Product event summary : the device was returned and analyzed with no anomalies found. Both the grommet and set screw were noted to be missing.

Event description:
It was reported that during a routine device upgrade procedure, when the left ventricular lead was connected to the new device, the device measured high impedance. The set screw was released and the lead was removed with difficulty from the header, then the lead was reset. Again, impedance measured high, but now the set screw had to be removed entirely from the device header to disconnect the lead. The sealing grommet appeared damaged so the device was not used and another was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.